Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 171 and 172 mg/dl. The customer¿s expected am fasting blood glucose test result is under 100 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the high results he had gone to the va clinic. The va had performed a blood test and had obtained a result of 97 mg/dl using their device; customer had tested using the true metrix meter and had obtained a result of 145 mg/dl. The tests were performed am fasting. Customer stated the va advised him to contact the manufacturer for a new meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strips are expired: manufacturer¿s expiration date is 04/20/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 145 mg/dl date: 5/10/2023 time: 12:11 pm fasting am result 2: 129 mg/dl date: 5/9/2023 time: 7:40 pm (not sure if this result is his or his wife's) result 3: 171 mg/dl date: 5/9/2023 time: 11:05 am fasting am result 4: 137 mg/dl date: 5/8/20/23 time: 9:09 pm fasting pm result 5: 172 mg/dl date: 5/8/2023 time: 6:04 pm fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to va clinic due to meter results. Test strips were returned - test strips are expired, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 18-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.